Event description:
It was reported that during an unk procedure, devices of this lot number are non functional. In fact, during use of two devices, problems of release of clips and clips not properly closing happened. However, problem didn't create any problem for pt.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.